Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully latched alert, which was reproduced at power up. Was confirmed through a review of the event history log by the presence of "door jammed!". Evaluation determined the cause to be a loose upper link screw. The link was calibrated to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched alert. It was also reported there was no patient injury.